Event description:
Registations@enterramedical.com received a email stating a patient was having discomfort and pain from a previous surgery. Patient stated "I have a gastric stimulator which was implanted in 2009 but lately I've been having a lot of pain at my implant site. I think I need it removed. I looked for a doctor and none came up within 500 miles. Please let me know what I should do".